Manufacturer narrative:
Siemens filed the initial MDR 1219913-2018-00271 on november 14, 2018. 11/29/2018 additional information: the customer had a patient sample of a pregnant female from (B)(6) 2018 that recovered reactive (positive) on the advia centaur xp toxoplasma igg (toxo g) lot 061234 and non-reactive with alternate method. The same sample was repeated on the same system with toxo g lot 236 and still recovered reactive (positive). Previously tested samples (2) from this patient that had recovered non-reactive with the alternate method, were repeated with the advia centaur xp toxo g lot 234 and recovered reactive, while toxoplasma igm testing of all patient samples resulted non-reactive. Siemens reviewed customer's adjustments and quality control (qc) data and those were within ranges and comparable with release data. Hbt testing was not performed but customer pursued further investigation of the october samples and sent them for additional testing to an external laboratory. Parasitic immunology and western blot testing were performed and all results were negative and did not indicate an infection with t. Gondii. Customer repeated an eeq survey sample along with a baby sample from 2015 with toxo g lot 234 to verify toxo g performance. The eeq survey sample recovered the same result and correctly as initially reported. The 2015 baby sample recovered reactive with toxo g lot 234 while initial 2015 result was non-reactive on an alternate (unknown) method. During this investigation it was determined that the female's sample from (B)(6) 2018 and the baby sample from 2015 were both umbilical cord samples. According to the advia centaur xp toxo g instructions for use (IFU) 10629904_en rev. Aa, 2016-04: "the performance of the advia centaur toxo g assay has not been established with cord blood, neonatal specimens, cadaver specimens, or body fluids other than serum or plasma such as saliva, urine, amniotic, or pleural fluids". The customer has not reported any new incidents of false reactive (positive) toxo g results and this issue is considered to be an isolated and sample specific incident. Based on the available information the advia centaur xp toxoplasma g lot 061234 is performing as intended. The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2018-00269 supplemental report 1 and MDR 1219913-2018-00272 supplemental report 1 were filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2018-00271 on november 14, 2018. Siemens filed the MDR 1219913-2018-00271 supplemental report 1 on december 5, 2018. Siemens filed the MDR 1219913-2018-00271 supplemental report 2 on january 4, 2019. 02/15/2019 additional information: the customer had a patient sample that recovered reactive on advia centaur xp toxoplasma igg (toxo g) lot 236 and nonreactive with alternate method. This patient had a previous sample that recovered false reactive on the same system for toxo g with lot 234. Siemens reviewed the customer's adjustments and quality control (qc) data of lot toxo g 236 and those were within ranges and comparable with release data. The patient sample was returned to siemens and additional testing was performed. The customer returned patient sample was tested in with the advia centaur xp toxo g reagent lots 236 and 238 and with the immulite txp reagent lot 443. The sample was run neat at n=3 on both instruments, and with all reagent lots. All replicates of the sample recovered reactive on the advia centaur xp for both toxo g lots 236 and 238 and non-reactive on immulite 2000 with txp lot 443. The sample was then treated with heterophilic blocking tube (hbt) and non-specific antibody blocking tube (nabt) and was run at n=3 on both advia centaur xp toxo g reagent lots. All replicate results post hbt and nabt treatment were still reactive on the advia centaur xp for both toxo g reagent lots 236 and 238. Patient results on the advia centaur xp (iu/ml): patient ID: neat result mean sd cv pt neat: rgt lot 236: 132.9 , 129.7, 2.91 , 2.25. 129.0. 127.2. Pt neat: rgt lot 238: 122.3 , 125.5, 3.54 , 2.82. 129.3. 124.9. Patient ID : hbt result mean sd cv pt hbt: rgt lot 236: 135.8 , 133.5, 2.72 , 2.04. 130.5. 134.2. Pt hbt: rgt lot 238 : 129.4, 131.9 , 2.29, 1.74. 133.9. 132.4. Patient ID : nabt result mean sd cv pt nabt: rgt lot 236: 131.0, 129.1, 4.41, 3.41. 132.3. 124.1. Pt nabt: rgt lot 238 : 122.4 , 122.8, 0.67, 0.54. 123.6. 122.5. Patient results on the immulite 2000 (iu/ml): patient ID : neat result pt neat : <5.00. <5.00. <5.00. The summary results replicated the customer's observations with this patient sample and indicate that this is neither a advia centaur toxo g lot specific issue nor a site/system specific issue. The internal study results are indicative of a sample specific issue and do not confirm a siemens product non-conformance. The calculated specificity on this account for toxo g lot 236 is 251/252= 0.9960 x 100= 99.6%. The relative specificity results from the 3 studies in the advia centaur xp toxo g 10629904_en rev. Aa, 2016-04 instructions for use (IFU) range from 99.3% - 99.8%. The customer has not reported any new incidents of false reactive toxo g results and this issue is considered to be an isolated and sample specific incident. Based on the available information the advia centaur xp toxo g lot 061236 is performing as intended. The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2018-00269 supplemental report 3 and MDR 1219913-2018-00272 supplemental report 3 were filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR on november 14, 2018. Siemens filed the MDR supplemental report 1 on december 5, 2018. 12/14/2018 correction: this is a correction to MDR supplemental report 1. The investigation was concluded. However, additional information was provided by the customer for a new sample from the same patient for further investigation and testing. 12/14/2018 additional information: the patient came back to the hospital for a serological monitoring. The patient sample was tested with toxo g lot: 236 on (B)(6) 2018. The result was 146.4 ui/ml (positive). Siemens healthcare diagnostics is requesting the patient sample for further testing and investigation. MDR 1219913-2018-00269 supplemental report 2 and MDR 1219913-2018-00272 supplemental report 2 were filed for the same event.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating the cause for the discordant toxoplasma g (toxo g) results. The IFU states in the limitations section: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results." MDR 1219913-2018-00269 and MDR 1219913-2018-00272 were filed for the same event.

Event description:
False positive advia centaur xp toxoplasma g (toxo g) results were obtained on samples from a pregnant patient. Two historical patient sample were tested on two alternate methods at a different laboratory and the results were negative. A sample from the patient was taken after delivery and tested. The result was positive. The patient sample was sent for control to the reference lab aphp cochine and the results for toxoplasma g and toxoplasma m results were negative. The toxoplasma m results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant toxoplasma g results.